Event description:
It was reported that high, out of range, pacing lead impedance and loss of capture were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.